Event description:
The hcp reported that the patient was in the emergency room with a suspected intrathecal baclofen overdose. The pump had been turned down, but the hcp wanted to turn the pump down further. Patient symptoms were not reported. A follow-up report will be sent if additional information becomes available to us.